Event description:
The pt contacted nephron pharmaceuticals corporation regarding a product complaint associated with the ez breath atomizer on (B)(6) 2013. The pt stated that she opened the atomizer container and attempted to use the new atomizer to alleviate the symptoms of an asthma attack; however, she added that the new atomizer failed to product an aerosol mist. The pt stated that she replaced the battery and cleaned the unit; however, the atomizer did not produce an aerosol mist. After several attempts, the pt reported that she went to the urgent care center at the hospital to receive medical treatment on (B)(6) 2013. The pt is a (B)(6) female with a post medical history that is significant for asthma. She added that she does not smoke. The pt used the product to alleviate her asthma symptoms in lieu of her prescription inhaler, because she did not have an inhaler available.

Manufacturer narrative:
An eval of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable. The root cause of this complaint cannot be identified, since the device was not returned.